Manufacturer narrative:
The facility called in to technical services. A new foot pedal and cable were ordered. A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message during surgery. No additional info was provided. Additional info was received: the footswitch was switched out during surgery. There was a three minute delay. There was no pt harm or procedural changes. No cases were canceled.